Event description:
Terumo medical corporation received the following reported information: the doctor put in an angio-seal and everything came out in his hands. He stated the vessel was large, over the common femoral artery (cfa) head and he used a micropunture kit. He stated that when he clicked in the cap and pulled the cap back everything seemed normal. Upon removal, the device slid out very smooth with no resistance and everything was in his hand. The held manual pressure with no issues. The patient was discharged home with no complaints. The procedure for patient prior to the use of the angio-seal was a peripheral procedure. There was no blood loss. Additional information was received on 14aug2025: the procedure performed for the patient prior to the use of the angio-seal was superficial femoral artery (sfa) peripheral procedure. A 6fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. The physician stated that everything seemed normal like his past angio-seal deployments. A pre-deployment angiogram was performed, and it was a large common femoral artery (cfa). The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager/scrub tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the arteriotomy locator, hemostasis sheath and carrier tube. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device is set to forward lock position, deploying the anchor. The device is then reset to rear lock position, posting the anchor on the distal tip. The anchor is manually pulled, successfully deploying the anchor, collagen and tamper tube. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample was returned used and able to be successfully deployed. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).